Event description:
It was reported that during preparation for a percutaneous transluminal coronary angioplasty (ptca) procedure, a shaft break occurred. While the physician was attempting to load a taxus stent onto the choice pt guide wire and the distal end of the guide wire fractured at approximately 12 inches from the proximal end of the taxus stent delivery system. There was no patient complication or injury as the guide wire fractured at a portion that was outside the body. The procedure was completed with another of same device. The patient's status was reported as "fine".